Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint due to a shortage in the cable. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the damaged cable was caused by the user bending or twisting with an excessive force when the device was transported, moved, re-processed, used, or stored at the facility. The damage might have caused a partial disconnection in the cable, electrical signals were not properly transmitted, so intermittent images were displayed. The following is stated in the instructions for use which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient injury was reported. No additional information has been obtained.